Manufacturer narrative:
On-site investigation was performed by field service engineer. The high o2 concentration alarms were generated. Source of the alarm activation was not found. Device passed all tests and was delivered to the user in working condition. Review of the provided device's logs confirms occurrence of the reported issue and also that there were issues during last sessions of ventilation. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient, but there are no technical error codes to indicate a ventilation malfunction. Alarms such as low respiratory rate, vt insp. Overrange, peep low, o2 concentration: high or low expiratory minute volume indicate a leakage in the system. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. The conclusion is that the reported alarms occurred due to leakage, but there was no technical malfunction of the ventilator. The root cause of the reported alarms has not been determined, as it remains unknown what was the source of the leakage. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated an alarm indicating high o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).